Event description:
Reporter indicated a vns therapy physician was having problems interrogating a pt's device. Multiple programming systems were utilized in an attempt to interrogate the device, but were unsuccessful. The pt's generator has been implanted for 3 yrs and set to "rapid cycling," a battery life calculation using the available data revealed the generator is -1.03 yrs until the elective replacement indicator would read yes. The last time the pt was successfully interrogated was in 2007. Subsequent interrogations were not attempted, as the physician's previous policy did not require an interrogation and/or diagnostic testing at every visit. The pt is planning on undergoing generator replacement surgery. Good faith attempts to obtain additional info have been unsuccessful to date.